Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact on the customer's blood glucose level. After removing the obstruction from the speaker holes, the alarm cleared.

Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event¿.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.